Event description:
Per the clinic, the patient experienced an infection at the implant site and was subsequently treated with antibiotics. However, the issue did not resolve. It was also reported that the patient heard rattling noises even without the sound processor. There are plans to explant the device and to reimplant the patient with a new device; however, it is unknown if it has occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024, and it is unknown if there are plans to re-implant the patient as of the date of this report. Device analysis report attached.